Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms were redness and swelling. The patient was administered antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The infection was neither procedure nor device related.